Event description:
It was reported by the patient that she underwent a pelvic floor repair procedure on (B)(6) 2006 for repair of a cystocele, rectocele and a vault suspension. The patient also had a tyco ivs polypropylene sling implanted. The patient experienced difficulties with defecating and persistant urinary incontinence. The patient reported pain in the low back, vagina, both groins and down the legs. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.